Manufacturer narrative:
The patient has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Event occurred approximately two weeks prior to (B)(6) 2016.

Event description:
The patient called to report issues with the three cleo sets. One of the cleos didn't inject, and the other 2 cleos detached from the ring during use. The patient's blood glucose increased over 500mg/dl so a manual injection and a new cleo was used to resolve. Patient was unsure of exact date of event. It was reported that it occurred approximately 2 weeks prior to reporting. Unknown patient's condition at this time. Please reference MDR's: 2183502-2016-01539 and 2183502-2016-01547.